Event description:
It was reported that the patient presented in clinic for initial implant. The asystematic patient presented for follow-up one day post implant, the right ventricular lead exhibited a loss of sensing. The physician went back for lead revision and discovered lead was dislodged. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).